Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (specific strength not reported). Subsequently, the device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.